Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to field:h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The olympus technical assistance center advised the user that the first steps to address a scope communication error b30 are to wipe the scope connectors with alcohol. They also mentioned that the instructions for use specify shutting down the device when swapping out a scope. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. B30 error occurs when an abnormality occurs in the communication between the endoscope and the processor. (Instructions otv-s190 chapter 9 troubleshooting 9.2 troubleshooting guide). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a b30 scope communication error. There were no reports of patient harm.